Event description:
It was reported that the surgery was discontinued because the patient space was not secured during the operation. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis reservoir underwent a thorough analysis. The reservoir was visually and microscopically examined, and leak tested. No anomalies were found with the reservoir. Based on analysis results, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the surgery was discontinued because the patient space was not secured during the operation. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.